Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The indicated failure mode was observed in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, foreign matter was found in two (2) tubes. No adverse impact was reported regarding the patient or user.